Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower encountered an issue where patient was not showing up on the station, thereby preventing users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up on dispensing device, not discharged. The technical support specialist instructed the customer on how to update the device inactivity settings, and the customer confirmed that patient details had shown up after updating the settings. The system functioned as intended after the technical support specialist investigated the device.